Manufacturer narrative:
The customer¿s report of a leak at the connection between the alaris primary tubing and the non-carefusion extension set during an infusion could not be confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to other components. No anomalies were observed on the sets. Functional and pressure testing confirmed no leaking was observed. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the connection between the alaris primary tubing and the non-carefusion extension set during an infusion. No patient harm reported.